Event description:
An elderly male with no significant past medical history. Underwent outpatient procedure for left kidney biopsy due to proteinuria. Using CT guidance, a 17-gauge coaxial needle was directed into lower pole of the left kidney. The 18-gauge biopsy needle was inserted coaxially, and 4 core biopsy specimens were obtained. The biopsy gun was malfunctioning, with no core obtained despite firing and causing a small hematoma. The coaxial needle was then removed after injection of gelfoam slurry and hemostasis was achieved with manual compression. Sterile dressings were applied. Post biopsy limited CT scan showed no evidence of hematoma or other complication.